Event description:
It was reported that pump triggered repeated cartridge alarms and customer experienced high blood glucose of 433 mg/dl. There was no reported impact such as need for third-party medical assistance, and no additional information was received regarding any further outcome of the event. Customer addressed the high blood glucose with a correction injection using multiple daily injections and planned to use this method as backup insulin therapy, while technical support confirmed pump was in warranty, arranged shipment of replacement pump with updated software, verified shipping details, and instructed customer on placing old pump in storage mode, returning it within 10 days, and setting up and connecting replacement pump before use.